Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. The lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.